Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was prophylactically explanted due to the advisory on this device model.